Event description:
Consumer called to report meter giving inaccurate readings. Having low inaccurate readings. Analysis run on clark error grid using mean avg. Reading (60) vs. Bd readings (40, 79) yeilded data points in the d range of the grid, outside acceptable limits.